Event description:
A cartridge change error was reported for the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean parts of the pump, complete a new cartridge fill, and load the cartridge, but the issue persisted. As a corrective action, technical support arranged for a pump replacement, as the customer's current pump was still under warranty. The customer was advised to put the pump into storage mode and return it to tandem, and a replacement pump with updated software was shipped without requiring a delivery signature. The customer was informed they would need to program their settings and connect their cgm to the new pump.